Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the programmer was performed. The display remained black at boot up, external video was good. The top half of the inverter cover was melted. Incoming tests passed with a known good inverter. The inverter and inverter cover were replaced.

Event description:
Boston scientific received information that this programmer displayed black screen and could not read anything. This programmer was returned and analyzed. No adverse patient effects were reported.